Event description:
The customer contacted physio-control to report that their device had illuminated its service led and inoperative controls. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and was able to verify the reported issue. After replacing coin cell, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue was determined to be de to the faulty coin cell.

Manufacturer narrative:
The device evaluation anticipated, but not yet begun. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and inoperative controls. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.